Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The aus was removed, replaced and the cuff was downsized. There were no additional patient complications.